Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.